Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient saw a poor communication screen. The reposition antenna screen was seen on the recharger. The patient was unsure if the recharger was charging correctly, and it was. The patient saw a poor communication screen on the programmer. The patient hadn't complained about not having stimulation, usually if they forget to charge their legs bother them, but they are fine now. The patient hasn't charged in 5 weeks. The patient hadn't charged as they were "in a funk", sick and they aren't taking care of themselves. The patient tried to charge 2 days prior, but they didn't have any images on the screen. The patient kept their antenna against them for a couple of hours. The patient stated that in the past they had been in overdischarge, but they never check their device, they charge at random. The patient was with their child a few months ago when the ins depleted and it cause a lot of issues with their legs. The patient was forwarded the their healthcare provider (hcp) to possibly resolve the overdischarge. The caller was going to call their manufacturer's representative (rep). No further complications were reported or anticipated. Additional information was received from a consumer. The steps taken to resolve the inability to charge and the lack of communication was that the patient met with a manufacturer's representative (rep) who confirmed that the battery was completely discharged. The patient followed instructions to try a trickle charge and there was no response. The patient made an appointment with their healthcare provider (hcp). The inability to charge and lack of communication was sort of resolved. The patient decided with the doctor evaluation to not replace the device since there was no pain or discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's medical manager. It was reported that patient's weight at the time of the event was 127 pounds. No further complications were reported/anticipated.